Event description:
It was reported that a pt undergoing a MRI of their left knee sustained a burn to the left knee. The site verified that there was padding used on the full posterior portion of the quad knee coil, and some anterior immobilization padding was used. There was no observed pt skin contact to the coil. The pt had possession of the pt alert ball mechanism during the exam but did not utilize it during the exam to report any warning sensation. The pt completed the exam and left the department without incident or report of discomfort. The pt returned to the site's urgent care the next day to report a burn on his left knee. The site technologist observed the pt's burn and reported that there were blisters. First blister the size of a quarter, 2nd blister the size of a nickel, and the 3rd the size of a pencil eraser. A total of 7 scans were performed, with a total amount of time in the magnet reported to be 30 minutes. Series number - pulse sequence, and scan time were reported as follows: loc, 0:25; axpdfs, 3:44; sag pd, 4:55; sag t2fs, 5:00; cor t1, 2:09; cor pdfs, 4:48; cort1, 1:41. Ge healthcare's investigation into the reported event is ongoing. A supplemental report will be filed once investigation results are complete.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warning questionnaire. The purpose of the questionnaire is to understand the pt warning issue, to obtain scan specific info, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification. The root cause of the reported event could not be determined. It should be noted that the mr safety guide provides warning and safety instructions regarding pt warning. Pt weight was provided in units; units presumed to be in pounds. The manufacture date provided represents the date the mr system was installed. The system in question has since been updated to a more recent version. Please note, the 510k represents the applicable version of the system at the time of the reported incident and thus is later than the date of manufacture.